Event description:
It was reported that the image of the subject device disappeared temporarily. The issue was identified during preparation for use, and there were no reports of patient involvement.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h4, h6 and h11. Three good faith efforts were made to obtain additional information; however, no response received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to the regional investigation center for inspection and the reported failure was not confirmed. Based on the results of the investigation and the information obtained from this complaint, it could not lead to the identification of the cause of the occurrence. The event can be prevented by following the instructions for use which state: if an abnormal endoscopic image/function occurs and returns to its normal condition by itself, the equipment has malfunctioned. Continued use in such condition may cause abnormality again and it may not be able to recover to normal condition. In this case, immediately stop use and withdraw the endoscope from the patient slowly. Continued use of such equipment may cause patient injury, bleeding and/or perforation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image of the subject device disappeared temporarily. The issue was identified during preparation for use, and there were no reports of patient involvement.